Event description:
The nurses discovered that the pt was disconnected from the m3 monitor behind the door. The pt was deceased (cardiac arrest) and the nurses reported that the monitor didn't alarm. The monitor was configured with no ECG; only the spo2 and the respiration were monitored.

Manufacturer narrative:
The monitor arrived at the philips bench having been previously physically damaged. Philips is in the process of obtaining more information concerning this event and this complaint is still under investigation. A supplemental report will be submitted when the investigation is completed.